Manufacturer narrative:
Device passed displacement and self-test. The audio tones/beeps/vibrate and audio options volume 1-5 functioned properly. No unexpected pump error 54, 3 noted during testing. Also, no pump error 54 alarm in the pump history. Unit was programmed with test glucose sensor simulator. However, unit unable to communicate with test guardian link (3) transmitter glucose sensor simulator, problem isolated to electronic assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm was occurred. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.